Event description:
It was reported that the bd¿ precisionglide¿ needle caused coring to occur in the medication vial while preparing methotrexate. The following information was provided by the initial reporter, translated from portuguese: "the hypodermic needle desc. 40x12 precision glide - ref. 300017 (45547) is cutting the rubber of the chemotherapy bottle and consequently this rubber stays inside the chemotherapy bottle or the manipulated bag. We had to transfer all methotrexate handling from one bag to another as there were three pieces of rubber."

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Examination of the product involved may provide clarification as to the cause for the reported failure.